Event description:
It was reported the patient is experiencing discomfort at the ipg site. It was also reported the ipg is protruding. The patient plans to undergo surgical intervention and discuss the next course of action with her doctor.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.